Manufacturer narrative:
Investigation into this event showed that the test results from this sample were reproducible across multiple samples and from run to run. Qc results were acceptable, and there were no issues with the calibration. The customer indicated the same pt had given a similar response in the past. The customer was sent heterophilic blocking tubes to test for the presence of heterophilic antibodies, but there was no sample available to perform the evaluation. The event is suspected of being sample-related, but the root cause could not be determined.

Event description:
A customer observed multiple reproducible falsely elevated troponin I results on a pt sample. Falsely elevated results may lead to inappropriate physician action. The biased result was reported and questioned by the physician. There was no report of pt harm as a result of this event.